Event description:
Four years post implant, stent occlusion was identified, the event was adjudicated as a late stent thrombosis. This report was received from the study and indicated that the procedure included treatment of a lesion in the right mid superficial femoral artery (sfa). The procedure info indicated that ipsilateral approach was chosen. The vessel anatomy was straight without any thrombosis at the site. The de novo lesion presented 90% stenosis, was a calcified, not eccentric and not covering site branch. The lesion length was 100mm with a 5.0mm reference diameter. During the procedure ipsilateral approach was chosen, then the lesion was treated with two overlapping 6x80mm smart control stents. Post dilatation was performed to 10 atms. The lesion presented with 10% stenosis post implant. There were no abnormalities detected during or after the device implantation. During the 48-month follow up, the pt presented with a stent occlusion. A duplex examination confirmed a decrease in the flow from the proximal stent to the distal stent. The pt presented with little or no symptoms and refused treatment. Subsequently, the cec adjudicated this event as being a target lesion restenosis (tlr) for a late stent thrombosis.

Manufacturer narrative:
The product is not available for eval, as it remains implanted. Please note that this device is distributed outside the united states; however, it is similar to the united states cordis smart nitinol self-expandable stent. Please note that the event reported indicated that there were two stents implanted; associated with the same product info. Additional info will be submitted within 30 days upon receipt.